Event description:
A g2 filter was placed via jugular vein in a male with brain cancer, confirmed dvt in the lower extremities, and a saddle pe. The diameter of the vena cava was not measured at the time of implant. Eighteen days later, the pt returned to the hosp complaining of shortness of breath. CT scan showed that the pt had a larg clot burden in the pulmonary vasculature. The filter was sideways in the vena cava and had not migrated. Several filter arms appeared to be pointing cephalad. A competitor's filter was placed above this filter. The pt is ok.